Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had button error or keypad anomaly and frozen display. The customer¿s blood glucose level was 161 mg/dl at the time of the incident. Customer was not able to clear alarm but the clearing. Customer stated that the insulin pump had battery out of limit alarm. Customer reported they were unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Device was monitored and frozen screen anomaly was noted. No unexpected battery alarms including battery power loss alarms were noted. Device received with intermittent up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector.